Event description:
It was reported that interrogation of this implantable device was unsuccessful despite the use of several programmers and extensive troubleshooting. The device was able to be identified with the use of the first and second programmers; however, the sessions would freeze and could not be re-opened despite rebooting the programmers. The first programmer successfully interrogated other accolade devices after attempts to communicate with this device were unsuccessful. A magnet rate of 100ppm was confirmed with atrial pacing (ap) and ventricular pacing (vp) observed after the magnet was removed. The patient was brought back into the clinic one week later to re-attempt interrogation. The previous troubleshooting steps were performed with the same outcome. Therefore, the patient was referred to the hospital for review and potential device replacement. The boston scientific remote clinical specialist did not have any additional information as to a procedure or outcome. The device remains in service and no adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. The device is being returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Manufacturer narrative:
This implantable pulse generator was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was confirmed to be operating in safety mode. A full memory download was performed, and no suspicious errors were identified. The device was then exposed to simulated heart load conditions, and no pacing output was observed in either bipolar or unipolar lead configuration. Further testing indicated the device was operating in primary operation; however, the pulse generator would only respond to query and get commands for information. The device case was removed to facilitate inspection of the internal components and additional testing. The battery was removed from the device and replaced with an external power source and the current drain was measured and found to be normal. Detailed laboratory analysis confirmed that the device was unable to be fully interrogated, and the root cause was attributed to a hardware issue with the digital integrated circuit (ic) chip at a specific location associated with telemetry. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this implantable device was unsuccessful despite the use of several programmers and extensive troubleshooting. The device was able to be identified with the use of the first and second programmers; however, the sessions would freeze and could not be re-opened despite rebooting the programmers. The first programmer successfully interrogated other accolade devices after attempts to communicate with this device were unsuccessful. A magnet rate of 100ppm was confirmed with atrial pacing (ap) and ventricular pacing (vp) observed after the magnet was removed. The patient was brought back into the clinic one week later to re-attempt interrogation. The previous troubleshooting steps were performed with the same outcome. Therefore, the patient was referred to the hospital for review and potential device replacement. The boston scientific remote clinical specialist did not have any additional information as to a procedure or outcome. The device remains in service and no adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. The device is being returned for evaluation. No additional adverse patient effects were reported.